Event description:
The customer stated that he was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 375 mg/dl. The customer stated that he had just been trained on the sensor on the day of the event. The customer attempted to calibrate the sensor, but instead, he programmed four consecutive boluses. The customer was advised on proper calibration. Also advised the customer that the sales representative would be contacted in order to get further sensor training for the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.